Event description:
The customer reported that the 840 ventilator had a blank screen. There was no to involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.